Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer experienced a blood glucose (bg) level of 358mg/dl and trace levels of ketones. Water was consumed to address the bg level. A system check was performed and the occlusion was found to be within the cartridge. Tandem technical support advised the customer to perform a cartridge change to address the issue.